Event description:
It is reported that the patient was revised and portion of the peek on the stem was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.